Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. Ipg serial number was included multiple field advisories. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not follow the recharge protocol which caused the ipg to become inoperable. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.